Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iop elevation is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Submitted to FDA: 3/8/2017.

Event description:
A patient underwent an uneventful cataract and istent surgery of the right eye on (B)(6) 2017. On (B)(6) 2017 the patient presented with an iop of 42.5 mm hg (mean). Preoperatively the patient was on latanoprost for her primary open angle glaucoma. The patient was placed back on latanoprost and combigan was added twice a day for the increased iop. On (B)(6) 2017 the patient's iop improved to 19 mm hg. The adverse event was reported to have recovered with sequelae as the iop is now below baseline and the patient will continue medications.